Manufacturer narrative:
Block b3: the exact onset date of the event is unknown. The date of december 31, 2024, was selected as the best estimate, based on the report indicating that the patient returned to the operating theater toward the end of 2024. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f1901 captures the reportable event of patient returning to theatre due to hematoma.

Event description:
It was reported that towards the end of 2024, the patient returned to theatre due to a hematoma that formed by bleeding from the sacrospinous fixation capio failures. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.